Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine during dwell one of four, it was found that the home patient (hp) had disconnected for a few minutes and did not use a cap on the transfer set. The hp then reconnected and stated that it was aseptically. The technical service representative (tsr) advised the hp that he must always use aseptic technique when connecting and disconnecting. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler. The guide also warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.